Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The aaa at index procedure was 6.3cmx5.8cm. It was reported that at the 30 day follow-up from the initial implant, the patient presented with left leg claudication. Cta was performed and found a kink in the graft with limited flow on the left ipsi side where the anatomy took an angle right at the flow divider of the stent graft. Two 10x39 (another manufacturer¿s stents) were mounted on another manufacturer¿s balloon and placed through 12f sheaths above, at, and slightly below the level of the flow divider on each side of the bifurcation stent graft. They were inflated to nominal pressure at the same time. It was reported that the flow lumen was much larger after the implant of the other manufacturer stents. No additional clinical sequelae were reported and the patient is fine. A review of several returned still angio images at implant noted that the ipsilateral limb and extension were placed into the left iliac; crossing over the contra limb on the right side. At the flow divider, ipsi limb appeared to be slightly compressed from the right side of the distal portion of the proximal neck. However, no noticeable flow issues were seen with either the left or right limbs. Cta's 1 month post-implant noted that the bifurcate was positioned just below the renals. The proximal od of the stent graft was 14mm x 17mm, and per the sizing worksheet the proximal neck just below the renals was 15-17mm. No stent graft entanglement or infolding was seen. In the distal and angulated portion of the proximal neck, the ipsilateral (left) limb was compressed down to 5 x 12mm ID, likely caused by calcification at this small diameter neck location. There was a 2cm length section of thrombus seen in the ipsi limb beginning just distal to the flow divider, and thrombus was also seen within the distal portion of the ipsi limb and extension. The contra limb was patent and not kinked.